Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The sample worked correctly without difficulty; the liquid passed through the entire device without interruption. The complaint was not confirmed. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that the gripper needle had a leak at the valve level during use. As a result, the patient did not receive their 5-fluorouracil treatment.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.